Event description:
The pencil remained active.

Manufacturer narrative:
The returned pencil failed a functional test with a test esu. The pencil was active at the moment of connection into the generator. This was due to a residue on the surface of the pwb board. Once the residue was removed, the short between wires was gone. No obvious solder short was seen on either side of the internal board.